Event description:
The event is reported by the customer as: the product could not nebulize properly.

Manufacturer narrative:
The device sample was sent to the manufacturing site for evaluation. The results of the device evaluation and investigation are not available at the time of this report.